Event description:
An accustick ii was used for a therapeutic renal abscess drainage. During follow-up, while examining an x-ray, the radiopaque marker from the device was discovered in pt's left kidney. Currently, there are no immediately plans to retrieve the fragment.